Event description:
It was reported during the procedure, the right ventricle (rv) lead was difficult to place due to high threshold values. An x-ray was done, and it was observed that the helix of the lead couldn't be retracted in order to reposition the lead. Additionally the physician tried using the connector tool for the lead in order to retract the helix. However, after several attempts, the physician could not get it to work. A new lead was used to complete the procedure. Initially the new lead was showing abnormal values, however the physician finally found a good placement, and all values were stable. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported during the procedure, the right ventricle (rv) lead was difficult to place, and was showing high threshold values. It was indicated that sensing and impedance measurements were normal. An x-ray was performed, and it was observed that the helix of the lead could not be fully retracted in order to reposition the lead. Additionally, the physician tried using the connector tool for the lead, to help assist with retracting the helix. However, after several attempts, the physician could not get it to work. A new lead was used to complete the procedure. When the new lead was placed, it was initially showing abnormal threshold values as it was with the first lead. However, the physician finally found a good placement, and all values were stable. The physician was satisfied with the final result of the second lead. No adverse effects were reported.